Event description:
Physician reported capsular contracture (baker grade unknown). The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.